Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was over 600 mg/dl. The customer stated that he got sick and his blood glucose went high. The customer stated that the battery out limit would not clear because he was not able to use the escape buttons on the pump. The customer stated that the buttons on the pump were unresponsive. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.